Manufacturer narrative:
It was reported that the black stopper detached from the syringe plunger and that needles have detached from the syringe. Additionally, the reporting facility indicated that needles detached from the syringe when clinicians "went to engage the safety cover." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. The reported problem/issue was unable to be reproduced or confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the black stopper detached from the syringe plunger and that needles have detached from the syringe.